Event description:
It was reported that this right ventricular (rv) lead exhibited noise which was being oversensed and resulted in brief pauses of pacing inhibition. Additionally, it was noted the patients left subclavian was venogrammed at the start of a procedure and it was noted to be occluded. Subsequently, the physician turned off all therapy and opted to abandon the entire pacemaker system and re-implant on the patients right side. No additional adverse patient effects were reported.